Manufacturer narrative:
The additional mitraclip ntr device (clip opened) referenced is being filed under a separate medwatch report number. The device will not be returned for evaluation as the clip remains implanted in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Lot 00326u156: this is filed to report the single leaflet device attachment and leaflet injury. It was reported that this was a mitraclip procedure to treat grade 4+ functional mitral regurgitation (mr). Imaging was a challenge. The first mitraclip (xtr) was implanted and appeared to have good leaflet insertion. As the second mitraclip (xtr) was being inserted into the steerable guide catheter, it was noted that the first clip had a single leaflet attachment. There was fraying on the posterior leaflet where the clip had been attached. The second clip was implanted lateral to the first to stabilize it. A third mitraclip (ntr) was inserted and grasped the leaflets with difficulty. Establish final arm angle (efaa) test was performed, but the clip opened more than the physician was comfortable with. The undeployed ntr clip was removed from the patient. Another mitraclip (ntr) was implanted lateral to the first clip without issue, although there was difficulty grasping the leaflets due to the annular dilatation. Mr was reduced to grade 2+ with three clips (two xtrs, one ntr). There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided and the returned device analysis a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. The reported difficult leaflet grasping is the result of patient anatomy. The tissue damage is the result of the slda and the tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported additional mitraclip implantation is the result of case specific circumstances as an additional mitraclip was implanted in order to stabilize the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.